Manufacturer narrative:
The stryker service technician found the cot to be operating to specification.

Event description:
It was reported that while unloading a pt from the back of the ambulance, the cot dropped.